Event description:
When I bumped into something wearing reading glasses, I cut my face in two places near my left eye. I am concerned that this type of reading glasses, which have protruding screws and nuts on the back side, could cause substantial eye damage in an accident. I have lost the reading glasses that caused the injury, but think they are the ones here: (B)(6). If the image is rotated you can clearly see the protruding screws on the back of the lenses. I think they were these silhouette p131 glasses, and I did buy them at (B)(6). If not identical to these, these show the exact same kind of protruding screws. The screws protrude past the nuts and have sharp edges. Even the nuts themselves, if the screws were flush with the tops of the nuts, are sharp and protrude substantially past the back of the lenses. I also have another pair of iline brand reading glasses purchased from (B)(6) made the same way. These are marked"; outside of left temple: "iline"; inside of right temple: "I 017 onyx edge glow +2.00 pd 62mm d". I have also seen foster grant brand reading glasses at a (B)(6) pharmacy that are made the same way. I am concerned that someone is going to have substantial eye injury from wearing reading glasses with these sharp screws sticking out of the back of the lenses. Quantum optics silhouette readers p131 (B)(6). Purchase date: (B)(6) 2013. The product was not damaged before the incident. The product was not modified before the incident. (B)(4).